Event description:
It was reported that a detachment occurred. A wolverine cb mr, ous 3.50 x 6mm was selected for treatment of the target lesion. During preparation for the procedure, the balloon broke into two pieces as it was removed from the packaging. The device was also noted to be kinked in the middle. The procedure was completed successfully using a different device, and there were no patient complications.